Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the past few weeks, they had noticed that there was a deeper indent on the right side of the implant site. When asked, the patient had no falls, no trauma and no redness or changes to implant site. However, the patient said that the corner of the device felt like it was poking outward. The patient said that one day they had a really bad pain at the side, and it had been uncomfortable ever since. They were not sleeping very well. The patient also said that they hadn't used the patient programmer for a while. When they tried to connect to implant with the antenna two days ago, they only received multiple beeps and were unable to connect. The patient said that they had replaced the batteries in the patient programmer two days ago. The agent reviewed the recommended type of batteries with patient. When asked, the patient said they still felt the stimulation sensation. Replacement request was sent to the repair department to send patient a new antenna. The patient was redirected to their healthcare provider (hcp) to further address the issue of pain and discomfort at the implant site. The patient called in again on (B)(6) 2026 because they got the antenna and were still getting the poor communication screen on the programmer. The agent reviewed the possibility of a depleted ins and redirected the patient to their hcp. The patient said they could still feel the "pulsating".

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.